Event description:
Covidien received information that during patient use, the 980 ventilator was auto cycling. The patient was removed and was transferred to an 840 ventilator. There was no negative impact to the patient.

Manufacturer narrative:
The covidien customer support engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all calibrations, extended self-test, short self-test and electrical safety. (B)(4).